Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely cause for the reported phenomenon (distal end cover falling off) is the distal end cover was inappropriately attached to the endoscope. The device instruction manual includes the following caution and warning statement: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ the device history record was unable to be reviewed for this device since the serial number was not provided. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed at the beginning of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell off the duodenovideoscope into the patient's oral cavity. As a result, the user reapplied the distal end cover and the procedure was completed. It was reported the person who attached the subject device prior to use had not received any training on attaching the distal end cover. No patient injury reported. The distal cover was discarded after the completion of the procedure. This is related to patient identifier (B)(6) which was reported under MFR. Report number 8010047-2020-02856.